Event description:
It was reported that the pulse generator exhibited inappropriate auto mode switch episodes, which appeared to occur during lead impedance measurement testing. No intervention was reported. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(4).